Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that it did not help with their incontinence after one month and that their bowel was leaky and soft and that they had never had this bowel issue before. Patient also stated that the device was removed on (B)(6) 2020 and replaced. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a loss of therapy and "mushy" bowel issues; their device is no longer helping with symptom control. They continued and said they might know why their symptoms returned; they spent most of their days in august and september bent over packing up their house to move and they took two flights without turning stimulation off; information was reviewed from the call center. The caller also said they went to their healthcare provider's (hcp) office a couple of weeks ago and a manufacture representative (rep) reprogrammed them, but their rep was not familiar with programming their device because the leads were located in the pudendal nerve. The caller added that the rep put them on program 7, but that didn't' resolve their issue and want to know the difference in programming a,b, c, d and program 7 because their previous hcp did a,b, c, d and their current hcp/rep did numbers. The caller wants to know who is correct; information was reviewed and the patient was redirected to their hcp. The caller also noticed that their "device will roll up in to a ball" and if they touch and rub the area, "the device will straighten out". The caller noted that the hcp did an x-ray of their pelvis (frontal view) in november, but didn't report if anything showed up. During the call, the call center reviewed everyone is programmed differently and that they need to work with the rep and hcp to get a setting to combat the loss of therapy. The call center also recommended monitoring ins placement issues and follow up with the hcp again. The call center also recommended reaching out to implanting hcp to see if they are willing to provide information on how they were originally programmed and discuss with the current hcp and/or rep to potentially figure out how to program their device to help combat current issues. No further patient complications have been reported as a result of this event.